Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm during a bolus delivery. Customer's blood glucose was 482 mg/dl. During troubleshooting, insulin exited with manual prime. Customer was advised the device was working as designed. Customer will not be returning the device for analysis.